Manufacturer narrative:
H3,h6: no parts have been received by the manufacturer for evaluation. B17, c20, d15, g07001 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the gantry door was physically closed, but the status on the pendant still showed it as open. Manufacturing representative had to physically squeeze the sides of the gantry to get he door status to change. This issue occurred intraoperatively and no reported impact on patient outcome. No additional information was provided.

Event description:
Additional information received and stating that the type of procedure being performed at the time of the event was posterior cervical fusion (c2 -t2) and caused 20 minutes surgical delay. The probable cause for the issue was imaging system gantry.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the analysis was performed under a different case ((B)(4)) and these were the findings. Removed and replaced right side cover and adjusted dingus' due to cover damage. This was causing the door not to completely close. All tests and verifications successfully passed. System is fully functional and returned to customer for clinical use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000138. Product ID: bi71000202. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.